Event description:
During the implant procedure, the ventricular setscrew on this pacemaker would not turn properly. Therefore, the device was not implanted.

Manufacturer narrative:
(B) (4). Ventricular setscrew on header was reportedly not turning properly. The analysis on this device is pending.

Event description:
During the implant procedure, the ventricular setscrew on this pacemaker would not turn properly. Therefore, the device was not implanted.

Manufacturer narrative:
(B)(4). Ventricular setscrew on header was reportedly not turning properly. The analysis on this device is pending.